Manufacturer narrative:
Correction: approximate age of device -- 0 days. Manufacturer's investigation conclusion: a direct correlation between heartmate 3 lvas, serial number (B)(4) and the reported inflow cannula malposition and low flow alarms could not be conclusively established through this evaluation. The reported malposition and alarms could not be confirmed through this evaluation. The account communicated that the patient was found to have consistent low flow alarms and a change of inflow positioning from the operating room on a bedside echo. The patient returned to the or within 4 hours of initial hm3 implant for a repositioning of the inflow cannula. Multiple requests for additional information were sent to the account; however, no further details were provided. The patient remains ongoing on heartmate 3 lvas, serial number (B)(4) and no additional complaints have been reported at this time. The hm3 lvas IFU warns that care should be taken to avoid orienting the inlet towards the interventricular septum as pump function will be compromised in the presence of inlet obstruction. The IFU also outlines the steps to adjust the orientation of the pump. The IFU explains that device flow and power generally retain a linear relationship at a given speed. However, while power is directly measured by the system controller, the reported flow is estimated, based on power. The IFU provides information about the pump flow display and the low flow hazard alarm. The IFU states that the low flow hazard alarm will be triggered when the estimated pump flow is less than 2.5 lpm and explains that changes in patient conditions can result in low flow. This document also describes all alarm conditions, including the low flow hazard, as well as the appropriate actions associated with them. No further information was provided. The manufacturer is closing the file on this event.

Manufacturer narrative:
Approximate age of device - 4 hours. The patient remains ongoing with the device. No further information was provided. A supplemental report will be submitted when the manufacturer's investigation is completed.

Event description:
The patient was implanted with a left ventricular assist device (lvad) on (B)(6) 2019. It was reported that the patient was found to have consistent low flow alarms and change of inflow cannula positioning from operating room on bedside echo. The patient returned to operating room for re-position of the inflow cannula.